Event description:
It was reported that the patient required their right ventricular lead to be explanted for unrelated reasons. The lead was unable to be explanted due to patient complications. Following the failed explant, a loss of capture was observed on the right ventricular lead. Noise had also been noted. Device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.